Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva nano system within 2 minutes: 23.4 mmol/l, 7.5 mmol/l and 3.4 mmol/l. The customer had unspecified hypoglycemic symptoms at the time of these results. Customer's mother gave him sweets and he felt better. No adverse event reported. The manufacturer requested return of suspect product for evaluation